Manufacturer narrative:
Reportedly there was no patient involvement. Date of event is unknown. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device: part no.: 03.037.028, lot no.: 9298605, manufacturing location: (B)(4), release to warehouse date: 27.jan.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: it was reported that the 5 mm hex flexible screwdriver is broken at the shaft. This was discovered by the sterile processing department during cleaning. The cannulated flexible shaft broke at the transition between the most proximal flexible link and the proximal shaft. The complaint is confirmed. Replication of the complaint condition is not possible as the device is already broken. The device shows minor surface wear which does not impact functionality. The outer diameter of the shaft closest to the break was measured to be 7.98 mm which is within specifications of 7.8-8.2 mm. Measured using mitutoyo caliper (ca210p, s/n (B)(4), calibrated (B)(6) 2017). The following drawings were reviewed during investigation. Flexible screwdriver assembly drawing. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product, including material, that would contribute to this complaint condition. No definitive root cause could be determined however, it is likely that the device experienced excessive off axis force. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 5 mm hex flexible screwdriver is broken at the shaft. This was discovered by the sterile processing department during cleaning. There is no report of patient or case involvement. This is report 1 of 1 for (B)(4).